Manufacturer narrative:
(B)(4). The device was returned for analysis. There was a kink in the main body tubing between rings 1 & 2. Body fluid ingress was found through a narrow split in the seal at the proximal edge of ring 1, along the outside curve of the kink. Dried body fluid was also found on the handle and throughout the distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template; both right and left curve tests failed. The distal section was dissected. Dried body fluid was found throughout the dissected area. The kevlar wrap was displaced and the center support was bent. One of the steering wires had partially detached from the center support due to a broken solder joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 20dec2017. It was reported that a broken steering mechanism occurred. During preparation, the intellatip mifi¿ xp ablation catheter would not steer in either direction. The device was never inserted into the patient. A new catheter was opened and the procedure was completed with that device. No patient complications occurred. Device analysis revealed body fluid ingress through a narrow split in the seal at the proximal edge of ring 1.